Event description:
It was reported that a chesapeake al drill deformed intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient.

Event description:
It was reported that a chesapeake al drill deformed intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.